Manufacturer narrative:
Initial 5 of 10. Name: tandem. Street: 11045 roselle street. Line 2: suite 200. City: san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set patch did not stick to skin upon insertion.